Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting with the customer. H3 other text : see section h.10.

Event description:
Material no. 367983 batch no. 9087734 it was reported that after use of the bd vacutainer® sst¿ blood collection tubes sodium results are low in the gold top tube. The following information was provided by the initial reporter: customer called to report that sodium results are lower than expected on gold top tube, she stated they run the sodium on a red top tube and they are normal. She did not provide any patient identifiers but reported a sodium level of (B)(4) for gold top and (B)(4) for red top. She did not provide me the cat for the red top but states she is not reporting the red top. Customer stated this occurred in november and currently happening as well. She stated that the tests are repeated with similar results. (B)(6)2020 exp date: smax work order notes: robin strogen : (B)(6)2019 18:36:28 (gmt) wo comment: wo-01256428 user: robin strogen created on: (B)(6)2019 18:36:27 gmt comment type: work performed customer really just wanted to know if there had been a recall on this lot# of sst tubes. She states that they send out samples to 2 different labs, the hospital and quest and have noticed that the sodium results are lower that expected. She had no other information she was willing to provide.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367983, batch no. 9087734. It was reported that after use of the bd vacutainer® sst¿ blood collection tubes sodium results are low in the gold top tube. The following information was provided by the initial reporter: customer called to report that sodium results are lower than expected on gold top tube, she stated they run the sodium on a red top tube and they are normal. She did not provide any patient identifiers but reported a sodium level of 127 for gold top and 140 for red top. She did not provide me the cat for the red top but states she is not reporting the red top. Customer stated this occurred in (B)(6) and currently happening as well. She stated that the tests are repeated with similar results. 03/31/20 exp date: smax work order notes: (B)(6) : (B)(6) 2019 18:36:28 (gmt) wo comment: (B)(4) user: (B)(6) created on: (B)(6) 2019 18:36:27 gmt comment type: work performed customer really just wanted to know if there had been a recall on this lot# of sst tubes. She states that they send out samples to 2 different labs, the hospital and quest and have noticed that the sodium results are lower that expected. She had no other information she was willing to provide.